Event description:
It was reported that during use on a patient, catheter leaks were found. A bladder scan showed evidence of a high volume of fluid although the catheter was in place. The balloon was tested before use and the inflation volume respected. The lubricant used was optilube. During removal, the balloon was not completely deflated despite the removal of 10ml of sterile water that had been inserted the day before. A presence of deposit on the tip of the urinary catheter was also reported. As a result, the catheter was removed and 3-way catheter was inserted. No harm or injury to the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during use on a patient, catheter leaks were found. A bladder scan showed evidence of a high volume of fluid although the catheter was in place. The balloon was tested before use and the inflation volume respected. The lubricant used was optilube. During removal, the balloon was not completely deflated despite the removal of 10ml of sterile water that had been inserted the day before. A presence of deposit on the tip of the urinary catheter was also reported. As a result, the catheter was removed and 3-way catheter was inserted. No harm or injury to the patient.